Event description:
It was reported, "surgeon was sealing and dividing tissue when the back of the altrus jaws left a burn on the patients skin. " the procedure was a thyroidectomy. The severity of the burn (degree of burn) was not reported; however, the patient was treated with burn ointment.

Manufacturer narrative:
This complaint was originally reviewed as a non-reportable event due to the severity of the minor burn that occurred. A re-review of our complaint history revealed an injury reported on medwatch 1720159-2013-00085 that is now considered a sentinel event and for that reason this incident is being reported to the FDA. I apologize for the timing of this medwatch submission. The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired. The altrus handpiece was discarded by the end-user. The original device or pictures of the device or "burn" were not available; therefore, an investigation on the suspect device cannot be accomplished. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected sample a conclusive determination of root cause cannot be made. A DHR/lhr, device history record/lot history record was requested from the manufacturing site in denver; however, is not available at this time. If there are any non-conformances reported related to the incident a supplemental medwatch will be filed to report these non-conformances. Without the return of the device, the serial number is not available; therefore, the device utilization history cannot be reviewed, for this is stored on a memory chip within the device. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. This could be an operator error but without evaluating the suspected sample a conclusive determination cannot be made. This is most probably a user error where the recently utilized device with still hot jaws was inadvertently touched to viable tissue resulting in a burn. The IFU, instructions for use, warns that, "the jaws of a recently activated handpiece may be hot enough to burn the patient or user, cause thermal damage to adjacent tissue, or ignite surgical drapes or other flammable materials. Ensure the handpiece jaws are not in contact with unintended tissue, surface or objects until they have cooled sufficiently". The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. Device discarded by end-user.